Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. UDI not required. The initial reporter is located outside the USA, and therefore this information is not provided due to country privacy laws. Device evaluation initiated, yet not completed at this time.

Event description:
Annulus measurement was performed by a radiologist with assistance of advantage workstation tavi (transcatheter aortic valve replacement) software on a patient CT scan obtained (B)(6) 2018. A tavi valve implantation procedure was performed in (B)(6) 2018 where a medtronic evolute pro 26mm was placed, based on radiologist measurement of 377 mm2. Within 5 minutes of valve placement, the valve migrated to ascending aorta. During this tavi procedure, following the same radiologist re-measurement of annulus using a different method that resulted in a measurement of 390 mm2, an edwards sapien3 29mm valve was placed with normal post implant outcome.

Manufacturer narrative:
Event problem evaluation codes added. Investigation completed. Root cause was determined to be a use error. No product defect identified. The root cause was that the image was not manually zoomed enough by the user, the dfov (display field of view) was too small which resulted in an underestimation of the valve needed. The software guides the user to review and adjust the plane and allow the verification on the plane as follows: the default layout is multiple oblique views of longitudinal and perpendicular orientations. The plane adjustment tool is opened by default at the loading of the application. Once the user has set the annulus plane, this plane is displayed as a permanent segment on all viewports, oblique views and 3d views. The operator manual informs the user on the need to adjust the annulus plane and provide instructions. The user is also informed on the need to use an optimal fov (field of view) before performing any measurement. On-site tavi training was conducted april 9- april 12, 2018. Following the receipt of this event, on-site re-training was conducted on october 28, 2018. The investigation reaffirmed that the software measurements function properly and that the software risk control mitigations are working properly. There is no corrective action or changes to product design required.